Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl. Customer's other blood glucose value was unknown. Customer stated that the insulin pump had blank display. Customer stated that the display did not return after insulin pump restart. The device will be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information related to serial number and material number. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that material number has been updated to mmt-1780kl, serial number updated to (B)(4).

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.